Event description:
Patient contacted their patient care specialist who contacted dexcom technical support on (B)(6) 2015, to report the patient had a hypoglycemic event . The patient stated that receiver had no audio output when she had her low. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported event cannot be confirmed. A root cause cannot be determined. However, it should be noted that diabetes is a known cause of hypoglycemia.